Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was evaluated, and the allegation was confirmed. The root cause was determined to be caused by a potential patient misuse. No injury or medical intervention was reported.